Manufacturer narrative:
Concomitant medical products: product ID: 5076-45 lead, implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead alert triggered due to noise on the right ventricular (rv) lead. In addition, there were high rate non-sustained (hrns) episodes observed. The rv lead was revised to replace the pace-sense portion. It was further reported that the right atrial (ra) lead was damaged during the procedure, causing thresholds and impedance to rise. The ra lead was capped and replaced. The defibrillator portion of the rv lead remains in use. No patient complications have been reported as a result of this event.